Event description:
It was reported that the stent was used in a larger vessel than prescribed in the instructions for use for a 3.0 stent. The stent was successfully placed in a 3.5mm mid left anterior descending lesion, and the pt was discharged after a normal post-operative period. Two days later, the pt was readmitted to the hospital complaining of chest pains. Follow-up angiography revealed thrombus in the stented area. The site was re-angioplastied. Post-operative course after re-angioplasty was insignificant. A malfunction of the device cannot be identified.